Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: the provided pictures do not allow for any determination of the root cause. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.812.004, lot: 8480913, manufacturing site: haegendorf, release to warehouse date: 25. Nov. 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection the applicator knob as well as the applicator outer shaft present surface wear consistent with use. In addition, the prongs of the outer shaft are widened up to some extent. The applicator knob is in good condition. Functional test a functional test to replicate the reported complaint condition of not releasing the implant was not able to be performed at customer quality (cq) zuchwil because the t-pal spacer implant and the applicator inner shaft involved were not returned. However, the applicator outer shaft as well as the applicator knob were function checked per 100% at the time of manufacturing with no non-conformities documented. Function test performed at cq zuchwil showed that the returned instruments (knob and outer shaft) could be assembled and disassembled without any irregularities. Dimensional inspection not required per selected investigation flow. Document/specification review: the returned instruments were manufactured according to the specifications (applicator outer shaft in february 2014; applicator knob in nov 2013). The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. Summary: the returned t-pal instruments were examined, and the complaint condition of not releasing the implant could not be reproduced. However, based on the deformation of the fork it is conceivable the there might have been an issue during use, hence the complaint condition is confirmed. Also, the mentioned malfunction that occurred after the surgery (knob and shaft stuck together) could not be reproduced. Function test performed at cq zuchwil did not show any irregularities; the knob could be disassembled and assembled to the shaft as intended. The review of the production history revealed that both instruments were manufactured according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Furthermore, these instruments are function checked per 100% before they leave the manufacturing site. The damage occurred is determined to be post production/acceptance criterias. We can only assume that the mentioned malfunction is due to inadequate handling of the devices, hence we would like to draw your attention to the actual surgical technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that while inserting cage into l4/5 disc space, the surgeon had difficulty in removing the implant from implant holder. Upon review after the case, the applicator knob and implant holder sticks and the security ring is difficult to pull down. There were no surgery delayed and the procedure was successfully completed. This complaint involves four (4) devices. This report is for one (1) t-pal spacer applicator knob. This report is 1 of 4 for (B)(4).